Event description:
Event description boston scientific crm received information that ventricular loss of capture was exhibited by this guidant pacemaker and non-guidant leads pacing system. Falsely stored ventricular tachycardia episodes were also noted in the arrhythmia logbook. This device is part of an advisory regarding the crystal timing component, however exhibited no symptoms that were consistent with those described in the advisory. No adverse patient effects were reported.

Event description:
Boston scientific received information that ventricular loss of capture was exhibited by this pacemaker and competitor leads pacing system. Falsely stored ventricular tachycardia episodes were also noted in the arrhythmia logbook. This device is part of an advisory regarding the crystal timing component, however exhibited no symptoms that were consistent with those described in the advisory. During a recent follow-up visit, no performance anomalies were observed with the pacemaker or competitor leads. No adverse patient effects were reported.

Manufacturer narrative:
The most recent information received noted that this device was explanted due to end of life (eol) and will be returned for analysis. Upon analysis this event will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.